Event description:
This report has been delayed due to waiting for info & MFR sending the packaging to send the device in. Pt with diagnosis of breast cancer had port-a-cath with groshong catheter implanted 06/04/97. The catheter became dislodged or disconnected & on 8/27/97 pt underwent fluoroscopy procedure in radiology to remove the device from the right ventricle through inguinal area. Catheter successfully retrieved. Pt did well. This was done as an outpatient procedure. MFR was contacted 8/27/97 for mailing instructions.